Manufacturer narrative:
Integra completed its internal investigation 01/20/2016. The investigation included: method: DHR review, review of complaint management database for similar complaints. Visual examination. Results: device history record reviewed for this lot code157 manufactured on 08/06/2015 show no abnormalities related to the reported failure. This device passed all required inspection points with no associated mrr¿s or variances. No service history is on file. A two year look back for this reported failure and or related to "helicoil protrudes/ goes out from torque screw" for this product ID shows that 3 complaints were received including this case. No new design or manufacturing trends have been identified. In summary, engineering and quality were able to partially confirm the customer complaint. The helicoil was found in place inside the ratchet. Even though some of the teeth on the starburst are damaged, they still mesh with gage 3023. Additionally, the starburst teeth on all of the integra¿s skull clamps are protected by a rubber cap placed over the teeth to avoid damage. The inspection checklist of various products including the skull clamp, 40a1059, and its machined sub-component, 421c1103 has been revised to include an extra step to the visual check to verify the integrity and form of the starburst teeth.

Event description:
During the inspection of incoming goods, the distributor found the helicoil was protruding from the a1059 mayfield modified skull clamp. There was no patient contact or injury.